Manufacturer narrative:
Event date was not reported and approximated (B)(6) 2018.

Event description:
Reportable based on device analysis completed on 24-oct-2018. A 2.50mm x 9mm maverick 2 balloon catheter was returned with no reported allegation, however, investigation results revealed the shaft detached/separated. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 66.1cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the guide wire lumen and on the balloon folds. The balloon is partially loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found multiple kinks and a separated hypotube. The hypotube appeared to be kinked prior to separation.